Manufacturer narrative:
Updated h6 (impact code). H3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event of failure to fire. There was a relationship found between the device and the reported event of material deformation. A visual evaluation showed the t1 and suture were not returned. The t2 is past the dimple and crimped into the end of the needle. The needle and overmold assembly are bent and deformed. The depth straw has been trimmed. A functional evaluation of the device could not be performed due to the deformed condition of the device. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaints were confirmed and the root causes was associated with unintended use of the device. Factors that could have contributed to the reported event include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time. H6 medical device problem code added.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscus repair surgery, the t2 of the fast-fix was stuck and could not be deployed. The procedure was completed without delay using a s+n back-up device. T1 was removed by tweezers. No further complications were reported.